Event description:
Customer reported device = 258 and 276 mg/dl. Customer did not feel well and fainted. Family member called ambulance. At 8 pm, ambulance device = 39 mg/dl. Customer was given an IV and their blood glucose elevated to 52 mg/dl. Ambulance advised customer to to to the dr in the morning. No controls used. A requested was made for return product and replacement product was sent.